Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A functional test was performed and passed relevant testing. The log was downloaded and reviewed finding errors related to the complaint. The receiver case was opened, and an internal visual inspection was performed and failed due to a damaged battery. Pictures were taken. Confirmation of the complaint was confirmed. The probable cause was determined to be a damaged battery. No injury or medical intervention was reported.